Manufacturer narrative:
(B)(4).

Event description:
FDA maude report: mw5057154. It was further reported that an iliofemoral thromboendarterectomy was performed for severe atherosclerotic disease arteriotomy was repaired using a bovine pericardial patch and continuous sutures.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the left superficial femoral artery (sfa). Access was obtained through the right groin which had a lot of scar tissue from a different procedure. Multiple dilators were used before the physician advanced a 6f, 45cm, chariot guiding sheath to the lesion. The sheath was inserted with the hub up to the skin and tracked up and over with no resistance. The procedure went well but was a long case. During removal of the chariot sheath the physician turned the sheath and pulled but resistance was felt. Eventually the hub came off the device and the inner coil started to unravel outside of the patient. The physician had to gain access through the left groin, do a cut down to the common femoral artery and was able to remove the device from the patient successfully. No further complications were reported and the patient was stable. The patient was kept in the hospital for the night and was released the next day.